Event description:
Complainant alleged that while attempting to defibrillate a pt, the device lost the ECG signal via electrode pads. Complainant indicated that the clinician turned the device off and back on and obtained the ECG signal to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.